Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a leak from the bending section rubber / up/down knob / control unit, and the device could not be properly reprocessed and the foreign matter could not be removed. The detection method is described in the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii duodenovideoscope forceps elevator wire was broken, and the elevator was not working. There was no report of patient or user harm associated with the event. The subject device was returned to olympus for evaluation. During inspection and testing, foreign material was observed on the forceps elevator and in a cut on the connecting/insertion tube. This report is being submitted for the presence of foreign material found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of forceps elevator wire (k-wire) completely cut was confirmed. The following findings were also identified and are as follows: due to a cut on the bending section cover (a-rubber), water tightness was lost. Due to a crack on the control unit, water tightness was lost. Due to deformation of the up/down (u/d) knob, water tightness was lost. The objective lens had a scratch. The adhesive around the light guide lens had discoloration. The distal end cover (c-cover) had a dent. The adhesive on the bending section cover (a-rubber) was detached, the connecting tube had a wrinkle, due to the wear of the angle wire, bending angle in the down direction did not meet the standard value, due to wear of the angle wire, the play of the up/down (u/d) knob is out of standard value, due to wear of the angle wire, the play of the right/left (r/l) knob was out of standard value, the connecting tube had a cut, the connecting tube was dirty, the scope cover had a scratch, the grip had a scratch, the suction cylinder was shaved, the forceps channel port had a dent, the switch button 1 had a scratch, the switch button 3 had a cut, the color ring had a crack, the universal cord had a scratch, the protector of the universal cord on the suction connector side had a cut, the light guide cover glass had a dent, the suction connector had a scratch, the scope connector cover unit had a scratch, and the light guide bundle had breakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.